Manufacturer narrative:
The lot number reported by the dentist was not verified by the system, so it was not considered. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form. The original complaint was received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be send.

Event description:
(B)(4). The dentist reported that 24 days after the dental implant was installed in intraoral region 19#, its non-osseointegration was observed. The patient presented bone type ii.